Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: breast prosthesis deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified breast surgery with unspecified mentor textured saline breast prostheses that both deflated post implantation. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round high profile 420cc saline breast prostheses on (B)(6) 2024. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On 08-mar-2024, the mentor failure analysis lab received the device for evaluation. On 14-mar-2024, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had a parallel line of shell wear on the anterior aspect. In addition, a tear was found within the shell wear, measuring approximately 0.3 cm. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 19-feb-2024, mentor received additional information about the event: the patient¿s race is white and her ethnicity is not hispanic/latino. The patient age at the time of event is 56 years old. An updated implantation date ((B)(6) 2001) was reported. Manufacturer¿s reference number: (B)(4).